Event description:
Subsequent to the initial medwatch report submitted, additional information was received states: (B)(4) report received states: guide wire unraveled and broke off in the right coronary artery. User-facility medwatch report received states: guide wire unraveled and broke off in the right coronary artery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a revascularization procedure of the unspecified stent in the distal right coronary artery (rca) which was difficult to cannulate, the 0.014 in high-torque floppy ii (htfii) guide wire was difficult to steer and a second guide wire was used for support [buddy wire] in the vessel. It was noted that when attempting to retract/remove the htfii, it could not be removed from the anatomy without breaking [detach] the device. The guide wire was removed, however, a small portion fractured and remained in the distal segment of the rca. An attempt was made to snare the fragment without success and the fragment remains in the anatomy. The patient was reported in stable condition. The physician placed the patient on medical antiplatelet therapy for one year. It was noted that a post-procedure angiogram showed no dissection or perforation or abnormalities. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.